Event description:
The end user stated chair is charged. He lifted arm and when he put it back down the chair would not move. The end user also has a red one that will give error code but they do not use that as the man chair.